Manufacturer narrative:
(B)(6).

Event description:
It was reported that the twinfix 2.8 mm anchor didn't hold at the glenoid and came out when the surgeon was checking for conformity. There was a loss of tissue fixation and a void was left in the patient bone and the new anchor had to be deployed in a new hole. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Device has not been returned for evaluation. Clinical details were provided stating that the patient bone quality was porotic. Per the device IFU (B)(4) under contraindications: pathological conditions of bone, such as cystic changes or severe osteopenia, which would compromise secure anchor fixation. If the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One 72200750 twinfix ti 2.8mm ultrabraid suture anchor device returned. ¿the twinfix 2.8 mm anchor didn't hold at the glenoid and came out when the surgeon was checking for conformity." Insertion device, sutures and anchor were returned. The eyelet area has been pushed slightly off axis which makes the anchor seat slightly off axis to the insertion shaft. There are distal threads damaged as with an inadequate diameter hole or unexpected bone density. The symptoms indicate torque was a contributor to the failure. The hex tip is undamaged. No root cause related to the manufacture of this device was confirmed.